Event description:
New information received indicated that the chest pain and sick sinus syndrome is not caused by the leads. Furthermore, ra and rv lead exhibited intermittent loss of capture. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and intermittent capture. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. X-ray examination noted the inner coil to be over-torqued at the connector region consistent with procedural damage. The reported event of intermittent capture was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors due to over-torqued inner coil inside the connector region consistent with occurring at time of procedure. The reported event of helix mechanism issue was isolated to the over-torqued inner coil and blood in the helix housing.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. A complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was overtorqued at the connector region consistent with procedural damage. The cause of helix mechanism issue was due to the helix being clogged with blood/ tissue and overtorque of the inner coil. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors due to overtorqued inner coil inside the connector region consistent with procedural damage. Further information was requested but not received.

Event description:
It was reported that the patient presented with chest pain and sick sinus syndrome. The right ventricular (rv) and right atrial (ra) lead were found to be dislodged. The physician repositioned the ra lead and the helix of the rv lead failed to extend and was replaced with a new rv lead. The patient's status was unknown.